Manufacturer narrative:
(B)(4) not applicable to event.

Event description:
Additional information was received from a health care provider via the manufacturer's representative. It was reported the patient went to the ER the night of (B)(6) 2016 with burning at the implantable neurostimulator (ins) site that wrapped around to the front. It was stated that as far as the managing physician could tell, it was not infected. The site was a little pink but not overly inflamed and pain was constant and the same even with the ins turned off. Impedances were checked and they were normal. X-rays were taken but the representative did not have the results. When the patient was seen by the manufacturer's representative they turned the device off, but the patient decided to turn it back on since their chronic pain was coming back with it off. The device was providing pain relief and coverage hadn't changed at all. No traumas or falls were reported related to the event. Burning was reported to have started 4 days prior to (B)(6) 2016. No cause of the burning sensation was determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s spouse reported that the patient had a burning sensation at the pocket site. The burning did not subside if stimulation was turned down or off. The patient was to follow-up with the health care professional (hcp). Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.